Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A site representative reported that, while in a cranial resection, the mouse became unresponsive when attempting to add a plan to the exams that were loaded onto the navigation system. The system was powered off and the computer would not power on when the representative attempted to power the navigation system on again. It was reported that the computer was cycling power and attempting to power on, but failed. The site elected to complete the procedure with a separate medtronic navigation system. The site reported that the issue occurred prior to the procedure beginning.